Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow-up. Upon review, the patient's right atrial and right ventricular lead exhibited episodes of noise. All other electrical testing was normal and the noise could not be reproduced. No interventions were performed and the patient was stable.